Manufacturer narrative:
(B)(4). Supplemental report 01 sent to FDA on 09/26/2014.

Manufacturer narrative:
(B)(4).

Event description:
Procedure: lap gastric bypass. According to the reporter: the surgeon tried using the endostitch and found it to be "sticking" when transferring the needle back and forth after the scrub tech struggled to load it. No patient harm. There was no unanticipated tissue loss. There was no unanticipated extension for the incision more than one inch. There was no unanticipated blood loss of more than 500cc. There was no delay over 30 minutes. No device fragment fell in the patient cavity. No device fragment was left in the patient. No other manufacturer's reinforcement material was used. (B)(4) for the second endostitch handle used in this procedure.